Manufacturer narrative:
This report is submitted august 28, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device; resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 23, 2024.